Event description:
Stent migration. The known enterprise 22mm moved from the right posterior communicating artery ( right pca) down to the basilar artery. The stent was implanted. There was no report of pt injury.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.